Event description:
Allegedly the patient had patella pain. Dr. (B)(6) did not resurface the patella at the original surgery. Dr. (B)(6) scheduled the patient for patella resurfacing. He found that the insert was loose.

Manufacturer narrative:
Corrected lot number to 03478446.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete.